Event description:
It was further reported that the patient was seen for a device check and no actions or interventions were performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pr logic sinus tachycardia discriminator was noted to possibly have initially withheld and delayed the delivery of anti-tachycardia pacing for an episode detected in the ventricular tachycardia (vt) zone. The patient experienced palpitations, rapid heart rate, dizziness, lightheadedness, weakness, tiredness, and presyncope. The ICD remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pr logic sinus tachycardia discriminator was noted to possibly have withheld and delayed delivery of therapy for an episode detected in the ventricular tachycardia (vt) zone. The patient experienced palpitations, rapid heart rate, dizziness, lightheadedness, weakness, tiredness, and presyncope. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, h6; imf (annex f), fdd (annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.